Event description:
It was reported that the balloon was too small and allegedly causing leaks. No medical intervention was reported.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be, "incorrect balloon design (inflation diameter undersized).¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the balloon was too small allegedly causing leaks. Additional information required. No medical intervention reported.